Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the left main (lm). The physician attempted to place the 2.75x12mm liberte bare metal stent, but was unable to cross the lesion. When removing the stent delivery system the stent came off balloon in the lm. The physician retrieved the stent with a snare. The procedure was completed by placing a 2.5x12mm and 2.5x8mm express bare metal stent into the circumflex. Patient status reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.